Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an occlusion alarm occurred. The customer's blood glucose level was 137 mg/dl. Reportedly, the customer observed insulin dripping out of the infusion tubing and did not observe any damage to the infusion set cannula. A supply change was performed to address the occlusion alarm. Additionally, it was reported the customer received a minimum fill notification after loading a cartridge with 300 units. The customer successfully reloaded the cartridge resolving the issue. Subsequently, while performing the load fill tubing sequence, the customer did not observe insulin drips exiting the infusion tubing until 24 units of insulin had been delivered when it typically uses 15 units.